Manufacturer narrative:
It was reported by the hospital contact that the coils deltapaq (cdf10031030/c36338) and micrusphere (csp10050030/c24605) had resistance, were removed, and did not reach the detaching step. It was initially reported that the products will be returned for analysis. Stretching and premature detachment were noted on the coils after the coils were removed. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery and fault light were not seen during the case. The green system ready light illuminated. All connections appeared to fit properly without application of excessive force. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of the coil being detached was found. Located at the distal tip of the skive, the separated coil was found stretched and protruding outside the sheath. The reported damage of the proximal section of the coil being stretched was found. The circumstances of how and when this damage occurred cannot be determined. The remainder of the coil was undamaged. The coil was mechanically detached from the device positioning unit. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 50.9 ohms (range 48.5/56.0) (fluke meter ID# (B)(4)) and the enpower (ID# (B)(4)) and cable (ID# (B)(4)) systems ready green light illuminated (IFU). The complaint of the coils resistance is not confirmed. Due to severe coil damage and without the return of the microcatheter, the complaint cannot be confirmed or duplicated. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the unintended detachment is confirmed. Without the return or the identification of the unknown microcatheter and due to a lack of information by the affiliate, the root cause of the unintended detachment cannot be determined. The complaint of the coil stretching is confirmed. Without the return or the identification of the unknown microcatheter and due to a lack of information by the affiliate, the root cause of the coil stretching cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00050.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00050. (B)(4). Concomitant medical products and therapy dates: micrusphere (csp10050030/c24605).

Event description:
It was reported by the hospital contact that the coils deltapaq (cdf10031030/c36338) and micrusphere (csp10050030/c24605) did not manage to detach during the procedure. It was initially reported that the products will be returned for analysis.